Manufacturer narrative:
D9 - date device returned to manufacturer: unknown. The device was returned and evaluated, and the investigation for the reported display issue has been completed. Data analysis: the imc logs showed that an emergency shutdown was performed to turn the console off. This confirmed that there were difficulties viewing the screen. Device analysis: the console was tested in aachen fs but the failure mode could not be reproduced. Testing included: running a pump/ purge, looking for any issues with the display. Opening the console and wiggling the video cables to see if it affects the display. The root cause of the lcd video display issues could not be determined because the failure mode could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a total screen failure (screen was black) with no restart possible. The aic was switched with a backup unit, and no report of patient harm or injury.